Event description:
A nurse reported during a cataract surgery a system message was displayed and the system was unable to be rebooted. The system was exchanged and the surgery was completed. There was a 20 minute delay reported while the systems were exchanged. There were no pt injuries or cancellations reported.

Manufacturer narrative:
When the company representative visited the customer to perform an evaluation, the system was in use and operating as expected. The service request will be canceled as service is no longer required by the customer. A root cause was unable to be identified. (B)(4).